Event description:
It was reported to philips that the system¿s main computer failed to start up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the fuse which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the system¿s main computer failed to start up. During troubleshooting, fse found that there was loss of power to the host pc and mdu chassis. It was also found that there was a defective fuse. Fse replaced fuse. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.